Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported she has had high blood glucose ever since using new infusion sets. She states the quick release does not work properly. It requires more force to lock the infusion set into place. She stated something is coming loose and she is not getting insulin. She stated when she came home from lunch today, she had to change her infusion set. Her blood glucose has been over 500 mg/dl. She has experienced a lack of focus and frequent urination. She treats with the device. Customer's current blood glucose is 138 mg/dl. In troubleshooting, the drive support cap appeared normal. There was no damage to the device. The time and date were incorrect. It was in the am instead of the pm. Customer asked to stop troubleshooting after discovering the time was incorrect. She was advised to monitor the issue and call back if needed. Nothing further reported.